Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured according to specification. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu provides the customer with proper usage instructions and guidelines. As a result of the investigation there is no indication of a product malfunction or product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zxr00 30.0 diopter intraocular lens (iol) was implanted in the patient¿s operative eye on (B)(6) 2018 and explanted on (B)(6) 2018 due to patient complaint of halos. The zxr00 lens was replaced with a zcb00 30.0 diopter iol, and patient outcome was reported as good. Through follow up, customer account provided additional information confirming there were no complications post lens exchange. No additional information was provided to johnson & johnson surgical vision.